Event description:
A consumer reported the implantable neurostimulator (ins)/stimulation wasn't working and they were looking for a doctor to either replace or remove the device, and an appointment was scheduled for (B)(6). It was further reported stimulation never helped with the pain, there was pain at the ins site when walking since 2013, and there was a rash all the way around the ins since (B)(6) 2016. There were no traumas or falls reported related to the event. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.